Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) for the right atrial (ra) lead impedance out of range. The ra lead was found to have varying lead impedance and lead integrity issues. The lead was removed and was not replaced. It was further reported that the right ventricular (rv) lead has loss of capture. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.